Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while the device was being applied in transecting the stomach vertically, the surgeon placed the stapler in position on stomach within the 2nd or 3rd firing of procedure; however, the product misfired. Misfired in 1st part of the firing sequence with green button engaged. A new handle was used to resolve the issue in order to complete the case.